Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided. No impact to patient was reported.

Event description:
It was reported to medtronic neurosurgery that a shunt revision occurred. According to the report, the bioglide catheter allegedly dislodged, even when tied down. The catheter was removed and replaced with a new one.